Event description:
Boston scientific crm received information that during a device change-out procedure, there were difficulties experienced with this chronic implantable right ventricular (rv) defibrillation lead. After the lead was connected to the new device, a tug test was performed. There was evidence that the terminal pin had separated from the lead body. The patient was occluded on the left side and a new rv lead could not be placed. The lead was surgically abandoned and another procedure took place later in the day where a new rv lead and device were implanted on the right side. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated.